Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. No further information is available.

Event description:
It was reported that undersensing was observed on the device. The patient is stable.